Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with an untreated area on the superior temporal side of the flap in the left eye post laser treatment. The flap was not able to be lifted, therefore, the excimer portion of the treatment was cancelled. A contact lens was placed on the eye. The patient is post laser assisted cataract surgery with intraocular lens. It was noted that the patient had some cloudiness of the posterior capsule and a yag laser performed along with wave scan measurements before the laser treatment. The patient will be seen in follow up at a later date.

Manufacturer narrative:
An company representative visited the site to evaluate the system. The representative could not replicate the reported event; however, for customer assurance, the representative replaced the surgical focusing module and articulating arm assembly on the system. Sample testing was performed on both the articulating arm assembly and the surgical focusing module assembly. No problem was found with the articulating arm assembly. During testing of the surgical focusing module, it was determined that the spot size did not meet specifications. Out of specifications spot sizes indicate a misalignment surgical focusing module. This misalignment affects the quality of the cut and contributes to the incomplete flaps. It was not determined how the spot size of the system became out of specifications. The root cause of the reported event can be attributed to surgical focusing module alignment. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical focusing module alignment. The manufacturer internal reference number is: (B)(4).